Event description:
I had a lipoma removal (possible hernia) outpatient surgery on (B)(6) 2021. Dermabond was used to close my 4" incision. The incision and wound area became more and more painful with each day that passed. The area under the glue also turned deep red and felt like fire. Blisters arose and red patching showed up around abdomen area. During an after hours call, the surgeon, dr. (B)(6) requested I take benadryl in case of allergy. I returned to her office on (B)(6) 2021 for confirmation that contact dermatitis/allergic reaction did indeed happen. She removed all of the dermabond she could. It was very painful. Now a few hours later, redness is beginning to go down and pain is disappearing. The dermabond caused undue pain, stress and worry. FDA safety report ID# (B)(4).